Manufacturer narrative:
(B)(4). Batch #: p94j5r. Investigation summary: the analysis results found that an eps03 device was returned inside its package unopened. Upon visual inspection, confirmed that the information on the tyvek did not match with the product received. This condition is related to our packaging process. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that at the distribution agency, ¿eps01¿ was printed on the tyvek, but eps03 device was in the package. The device was not used for the patient. There were no adverse consequences to the patient.